Event description:
The customer's blood glucose was unknown. It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer stated that they used the energizer alkaline battery. The customer had discontinued use of the insulin pump and reverted to medically prescribed manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm at 4.0 lbs during prime/force sensor system test due to faulty force sensor resistor. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.